Event description:
It was reported that the button loop of the toggleloc device was fractured during fixation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: india. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Visual examination of the returned product identified that the device was returned with staining on the sutures. Further evaluation of the suture and assembly shows that the suture was pulled too tight making it appear to be 2 loops instead of 4. No loops are broken and that it is one continuous suture. The white suture is missing. Further analysis for fracture could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The blue and white suture loop was returned with no signs of fraying or fracture. However, as white suture was not returned, the reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.